Event description:
It was further reported that it occurred during a ipg change out procedure the impedance polarity was on adaptive not monitor therefore when the physician used cautery the sensing and pacing polarity changed to unipolar. When the physician removed the ipg from the pocket it stopped pacing. It was further reported that the impedance polarity was not changed to monitor only from adaptive. The problem was quickly fixed during the procedure by disconnecting the leads from the ipg and paced through the cables until connecting to the new ipg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bradycardia. The implantable pulse generator (ipg) exhibited electromagnetic interference (emi)/noise, polarity switch and out of range (oor) impedance while exposed to bipolar cautery. The ipg remains in use. No further patient complications have been reported as a result of this event.